Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the lcd is damaged was verified. The lcd module color display was replaced to remedy the reported problem. The damage is not consistent with normal wear and tear but from mishandling of the unit. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.